Event description:
It was reported that patient presented in clinic after experiencing arrhythmia. Upon evaluation it was found from x-ray that patient's right ventricular lead was dislodged. The lead was explanted and replaced. The patient was stable.